Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the lens guide had a chip, the plastic distal end cover was chipped, the adhesive on bending section cover was detached and was dirty, the connecting tube had discoloration and a wrinkle, the minimum inscribed radius of connecting tube does not meet the standard value, the image guide protector had a cut, the grip had a scratch, the control body had a scratch, the control unit had a scratch, the right/left knob had discoloration, the switch box had a dent, the s-cylinder is shaved, switch 1 had a cut, switch 2 had a scratch, switch 3 was sticky and the universal cord had a scratch. Additionally, the lens guide-cover glass was sticky, the protector of the video cable section has a cut, the video cable was sticky, the video connector case was deformed ,the electrical contact of video connector was shaved ,the electrical contact of video connector had a scratch, due to wear of angle wire, the play of up/down & right/left knob was out of the standard value, due to wear of angle wire, bending angle in up/down/left/right direction, due to clogging of nozzle and water removal ability does not meet the standard value. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus, the gastrointestinal videoscope had plastic distal end cover was chipped and the angulation play was off. Upon inspection and testing of the customer returned device, it was observed the nozzle had foreign objects. This report is being submitted for the nozzle had foreign objects found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, that it is likely that the nozzle was clogged with foreign material, such as body fluids/fixation of chemicals used, due to inappropriate reprocessing after the previous procedure the following is included in the instructions for use (IFU) and may have helped prevent the event: "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." "Warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." "Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure". "Immerse the endoscope in the detergent solution. "Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end." "Flush the air/water channel with detergent solution". "Remove detergent solution from all channels". "If there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.